Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed the ¿apply sample¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at 8pm. The patient manages his diabetes with a combination of diabetes medication, and reported that in response to the alleged issue he decreased his normal insulin dose by 2 units. The patient reported developing symptoms of ¿dizzy and blindness¿ 12 hours after the meter issue began. The patient denied receiving any medical treatment due to the alleged meter issue. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, the correct strips were being used, and the patient described the correct testing procedure. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.